Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system on (B)(6) 2011. It was reported the pt could not get stimulation on one lead in the recovery room due to high impedances. An x-ray was taken and it was discovered that the lead had disconnected from the ipg. The physician reconnected the ipg on the following day restoring impedance and stimulation to the pt. No additional info is available at this time.